Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent events on (B)(6) 2024. Event occured after three hours of insertion. Insertion site was at abdomen. The set was in use for one day. Blood glucose levels at the time of event were between 287 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.